Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is currently undergoing evaluation. Once the investigation has been completed or additional information is received, a supplemental report will be sent.

Event description:
Report received from the (B)(6) stating that the device had a "hose damage" issue. The device was not used during a surgical procedure. It is unknown if there was any user or patient injury or medical intervention that occurred. There was no additional information provided.